Event description:
On 25-nov-2025, a other health care professional contacted technical service to report that pst 500 (product code 4080100, serial number (B)(6)), had an issue, the brakes do not extend evenly, causing the operating table to wobble. One brake releases intraoperatively, causing the operating table to wobble. This occurred during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The operating table involved was inspected by a baxter field service technician. The allegation of hydraulic (foot) stamp was disengaging on its own could be confirmed. Baxter exchanged the operating table at the customer location for further investigation at the manufacturers plant. During this investigation the cause was traced to the hydraulic unit. After the replacement of this part, the device was working as intended. The root cause of the hardware defect was not identified yet. The alleged failure mode will be monitored further via post-market surveillance activities and the investigation for the root cause will proceed further.

Event description:
On (B)(6) 2025, a other health care professional contacted technical service to report that pst 500 (product code 4080100, serial number (B)(6), had an issue, the brakes do not extend evenly, causing the operating table to wobble. One brake releases intraoperatively, causing the operating table to wobble. This occurred during patient use. There was no patient injury or death reported with this event.